Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30july2019.

Event description:
The customer reported unit turned itself off. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 02aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported unit shutdown issue. The fse confirmed that the customer refused repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.